Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Common device name: intervertebral fusion device with integrated fixation, cervical. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, intra-op, while placing a screw through the interbody, the interbody cage cracked. Screw and interbody where left in place. No patient complication were reported as a result of this event.